Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe's cutting was very poor and it was unable to be used during a procedure. The condition of aspiration is unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
The returned sample was visually inspected and was found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and cut and was found non-conforming for aspiration. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire enters the aspiration path but does not go through. The sample was retested with a syringe and resistance was still felt. The coupling was then removed from the extension and foreign material was observed blocking the inner diameter of the inner cutter in the coupling. The foreign material identified in the cutter was analyzed and was found to most closely match polycarbonate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample evaluation does not confirm that the probe had a cutting failure. Unrelated to the reported event the evaluation indicated that the probe had an aspiration issue. The root cause for the observed aspiration non-conformance is shaved plastic in the inner diameter of the cutter which can partially or fully occlude the aspiration path at the cutter/extension interface within the probe. The foreign material analysis identified the particle in the cutter as polycarbonate, which is the same material that the coupling component is composed of. No specific action with regards to the reported event was taken by the manufacturing site as the returned probe was found to be conforming for cut. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for occlusions caused by shaved plastic from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).